Event description:
Iridex became aware of a complaint reporting conjunctival burn on the patient's eye. Iridex made multiple attempts to contact the reporting physician without response. No additional information was provided. Engineering failure analysis could not be performed because the device was not returned for evaluation. A definitive conclusion on cause could not be determined. A device history record review could not be performed because the lot number of the probe was not provided with the complaint. A five year historical review of complaint data for part number 15800-1 was completed. Based on the data reviewed, this event does not appear to be a part of an increasing trend.